Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4, h8 additional information: d9 the device was returned to olympus for inspection, and the reported failure of a partial separation was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: tissue pad was peel off. Based on the investigation findings, the most probable cause of the complaint has been determined to be cause not established. This conclusion indicates that the investigation did not yield sufficient evidence to identify a clear cause for the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted accordingly. Olympus will continue to monitor the field performance of this device

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that upon inspection of the ultrasonic surgical device a partial separation of the branch cover was noted. There was no contact with the patient, the event occurred during set up. There were no reports of patient involvement.